Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose. Also, the customer was unable to program the meter into the pump. The customer's blood glucose was 48mg/dl; treated with food. The customer's current blood glucose was 138mg/dl. The customer stated she was in the emergency room due to gastroperisis, not pump related.